Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device failed to boot. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a blue screen indicating a windows repair requirement. A field service engineer (fse) reimaged the drive and performed a full synchronization. The system was restored to normal operation, and the customer confirmed proper functionality. The system functioned as intended after the field service engineer troubleshot the device.